Event description:
It was reported by the patient that the patient activator was activated multiple times after a syncopal event but upon interrogation was not visible on the programmer. The patient claimed that the beep did occur to confirm activation. Reported activations were not seen on interrogation. The activator was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. The unit was able to power up and working fine by using good batteries. It was verified that the device passed a full functional test. (B)(4).